Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft and an ovation limb stent graft extender to treat an abdominal aortic aneurysm. This was an off- label procedure. Approximately two (2) years post initial procedure, a type 3b endoleak was identified. A secondary procedure was completed. The physician elected to implant another bifurcated stent graft to resolve this endoleak. The patient was reported as doing good post intervention. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to refute the t reported events of a type 3b endoleak rather it was a type 3a endoleak of the endologix bifurcated stent graft and non endologix proximal stents. This event is most likely user related due to the concomitant use of non endologix products at time of implant and the neck anatomy size is outside the intended use per the IFU (off- label case). No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Event description:
Additional information received per clinical assessment refuting the reported type iiib endoleak, and rather a type iiia endoleak (afx main body-to-non endologix stent) was present. The present of a non- endologix stent was identified. This non- endologix was implanted proximally in conjunction with the afx2 main body at time of initial implant.